Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pocket was full of fluid. On 28-nov-2017, the physician drained the pocket and created a new pocket a few inches away from the old one. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain. It was reported that since (B)(6) 2017 the patient has had swelling where the pump was and it bulged out still. The patient stated that on (B)(6) 2017 she put a belt on and didn¿t realize it had magnets in it. The patient noted she felt burning and stinging and was concerned the magnets did something to the pump. The patient noted she had been sleeping an awful lot since that happened. It was reviewed that if the magnets were to affect the pump an audible alarm would sound and the patient stated she did not hear an alarm. On (B)(6) 2017 additional information was received from a healthcare professional (hcp) via a company representative. It was reported the pocket area has been filled with fluid ever since the pump was replaced in (B)(6) 2017. A pump revision was planned to move the pump pocket area about 4-5 inches over. They did not plan to add any length to the catheter. The patient¿s weight was asked but was unknown. The pump was delivering dilaudid 10 mg/ml; 1.427 mg/day.